Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before surgery, on an unknown date, the unit had a leak in the handpiece, and it was not holding power. There was no patient involvement. Due diligence is complete and no additional information is available.